Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that she experienced a low blood glucose level of 29 mg/dl. The customer treated her blood glucose level with a bolus. The customer had experienced low blood glucose levels around 30 mg/dl. The displacement test passed. The customer over delivered 50 units of insulin. The customer also experienced a high blood glucose level of 400 mg/dl. The device was not returned.